Manufacturer narrative:
(B)(4). Eval, results, conclusion: (mild calcification and severe tortuosity in the iliac limbs).

Event description:
An aneurx stent graft system was inserted into a pt for the treatment of a 7.0 cm abdominal aortic aneurysm. The vessel morphology was reported as mild calcification and severe tortuosity in the iliac limbs. The stent graft was being advanced through the right side; however, when the delivery catheter could not pass through the right common iliac, due to severe tortuosity. The device was removed from the pt and there was a kink in the delivery catheter. The physician changed to a shorter in length device and changed to the other side (left) and was able to advance and successfully implant the stent graft system. No clinical sequelae were reported, and the pt is fine.